Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 23-sep-2025, the user reported a cracked and unresponsive touchscreen on their ilet device. The agent confirmed the serial number and shipping details to overnight a replacement unit and provided instructions for returning the damaged device and shutting it down properly. The user continued blood glucose (bg) monitoring with the continuous glucose monitoring (cgm) dexcom g7 and managed bg using insulin injections. The highest blood glucose (bg) recorded was 309 mg/dl. Bg was corrected with insulin shots, and no medical intervention was required at the time of call. The user reported frequent urination during the event.